Manufacturer narrative:
The svc rep troubleshoot the system and found a broken wire in high voltage cable. He repaired the broken wire in the high voltage cable. The rep check the system operation by booting and making test fluoro exposures. System operates as intended.

Event description:
The customer reported a tube overtemp error. No pt involved.